Event description:
A minor burn occurred on a women's buttocks. The hosp's quality risk management determined this event did not meet the requirements of a serious injury report according to regulations. The hosp also concluded this event was due to procedural problems.